Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred when attempting to load multiple new cartridges. Blood glucose level was not impacted by this issue. Reportedly, the customer reverted to manual injections for insulin therapy.